Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use existing cartridge for insulin therapy. Customer¿s blood glucose (bg) level was "high"; specific value not provided. Cause for elevated bg was unknown. Customer changed infusion set and administered a manual injection to address bg.